Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine and compounded morphine via an implantable pump. The indication for use was spinal pain. The healthcare provider reported the patient came in for a refill and the empty reservoir alarm occurred. The healthcare provider stated this was the first time interrogating and programming with version 2 software. The programming was updated, and the audible alarm was still occurring. It was discussed actively silencing the alarm and the caller did this and alarm ceased.